Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch on (B)(6) 2005 and 3dmax mesh on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 ¿ patient was diagnosed with incarcerated left inguinal hernia thereby underwent open repair with implant of kugel patch (device #1). Per operative notes, ¿ the hernia sac was reduced and kugel patch (device #1) was placed in preperitoneal space and sutured and stapled ¿ (B)(6) 2008 ¿ patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic repair with implant of 3d mesh (device #2). Per operative notes, ¿ the previously placed mesh was seen more superiorly in base of the defect. A 3d mesh (device #2) was placed within the defect and secured with staples.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch on (B)(6) 2005 and 3dmax mesh on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.